Event description:
The manufacturing representative (rep) confirmed the serial number of the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that two electrodes on the lead were reading out-of-range during intra-op testing. The hcp reseated the lead 4 times with the same out of range impedance result. A new lead was implanted but the patient had a lot of scar tissue making it difficult to move the lead through the epidural space. The hcp was ultimately able to seat the leads in a good position and the patient had full coverage with the stimulation. The issue was considered resolved. No further complications were reported.